Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp. To address the issue the fse replaced the batteries and the expired safety disk. The fse found multiple error 2 and 55 logged in the fault journal. The fse replaced the executive processor board. The iabp had a helium leak, to address this the fse tightened the right angle fitting on the helium regulator, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that during a routine check, the battery in slot two of the cardiosave intra-aortic balloon pump (iabp) was showing as defective on the screen. There was no patient involvement, and no adverse event reported.